Event description:
The physician shot the cors and discovered the restenosis of a nirroyal stent in the proximal/mid lad. An 8fr q4 sh guiding catheter was placed, bmw 300 cm wire was then advanced across lesion and rested in the distal lad. The physician then tried to take a 2.5 x 15mm nc raptor across lesion with no success, withdrew and then tried a 2.0 x 10mm opensail, again without success withdrew the device. The physician then took a 1.5 x 20mm ace catheter and at this time crossed the lesion and inflated the balloon. Withdrawing the ace and then taking the opensail again over the lesion, this time with success and inflated to 8atm. Deflated opensail and withdrew at this time again taking the 2.5 x 15mm nc raptor across the lesion with success and much provement at this time deciding to take a 2.75 x 15mm cutting balloon across lesion, this took a little more effort but went across. Inflated the cutting balloon to 6atm for 40 seconds then deflated and proceeded to remove the device. The physician felt resistance so used a little more force and this is when under cine it was observed that the shaft (proximal marker) pulled away from the distal marker band. The physician proceeded to pull the remaining device from patient and observed the remaining distal end of balloon and shaft in the stent. Patient began to have chest pain and then went into ventricular. Patient was shocked several times and finally taken to surgery for emergent CABG. The distal part was recovered during surgery. The patient is in stable condition.